Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. But was returned to olympus italy. The subject device is under investigation of olympus italy. It was reported that the user facility had reprocessed a few times before the subject device was culturing tested. No aers are used at the user facility. The exact cause of the event could not be conclusively determined at this moment.

Event description:
Olympus was informed that the user facility conducted culturing tests for the subject device and over 300 ufc/ml of acinetobacter baumannii was detected from the suction channel and the suction valve housing, and 50 ufc of acinetobacter baumannii was detected from the external surface. There was no report of patient infection associated with this report.